Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that she had low blood sugars. Customer stated that the drive support cap is flush in her insulin pump. Customer stated that the insulin pump is alarming motor error. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed motor error during the rewind due to motor with encoder signal out of phase. Unable to perform displacement test or verify error alarms due to motor error alarms.